Event description:
It was reported that during a clinic visit, a lead safety switch (lss) to unipolar configurations appeared to have been triggered due to high out of range pacing impedances exhibited on this right ventricular (rv) lead. Technical services (ts) was contacted for further review. Upon review, ts confirmed the lss switch to unipolar configuration on the rv lead was due to high out of range pacing impedances that measured to be greater than 2000 ohms. Ts discussed possible causes with the health care professional (hcp). At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that a lead revision was performed, this right ventricular (rv) lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, a lead safety switch (lss) to unipolar configurations appeared to have been triggered due to high out of range pacing impedances exhibited on this right ventricular (rv) lead. Technical services (ts) was contacted for further review. Upon review, ts confirmed the lss switch to unipolar configuration on the rv lead was due to high out of range pacing impedances that measured to be greater than 2000 ohms. Ts discussed possible causes with the health care professional (hcp). At this time, the rv lead remains in service. No adverse patient effects were reported.